Event description:
It was reported to the distributor's sales representative by a surgeon that duramatrix suturable device was used as indicated and sutured into place in a procedure. The surgeon revisited the site 2 weeks later and coincidentally, noticed a 4mm tear at the corner of the membrane that needed to be replaced with an additional dura membrane. The remainder of the original membrane was left in place and the patient's condition was reported as good. There was no report of any adverse events experienced by the patient as a result of the membrane tear.